Event description:
It was reported the customer was hospitalized for high blood glucose of 530 mg/dl. Customer was experiencing stomach pains and when he was taken to the emergency room it was noted customer had high blood glucose. Treated with IV and released. Customer was wearing the device at the time of hospitalization. Customer's mother also reported the battery cap on the insulin pump was cracked. Customer current blood glucose was 107 mg/dl. New battery cap was sent to customer. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.